Event description:
It was reported that the ilet bionic pancreas exhibited an unresponsive wake button occurring multiple times per day, consistent with a device key/button not working and associated with the switch/relay component; the user was guided to update firmware and restart, and education on best practices was provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with the wake button function and traced to the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.